Event description:
Customer reported false negative reaction with the 0.8% selectogen cells lot vs735 with a sample having a previous history of anti-e. Customer stated that the sample was tested on (B)(6) 2014 with an alternative lot of selectogen and the antibody screen was reported negative by provue (15 mins incubation). Repeat antibody screening using the same lot of screening cells and gel cards but with 20 mins incubation gave a 1+ reaction with e+ cells. Customer stated that the facility had just received 0.8% selectogen cells lot # vs735 and repeated the antibody screening with this lot. The sample failed to react with 15 mins incubation but an increased incubation time of 20 mins gave a positive reaction with the e positive cells.

Manufacturer narrative:
(B)(4) performed retain testing, batch review and complaint review by lot. All results were satisfactory for reactivity of the e antigen. Sample was not available to be sent to ocd for further investigation. (B)(4).